Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had heard a high priority alarm and had a poor connection on port two of their controller. The site also noted that the patient had a critical battery alarm triggered appropriately as the charge on the battery was less than ten percent. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller was returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Analysis of the controller log files revealed a critical battery alarm on (B)(6) 2018 at 23:56:26 hours. Critical battery alarms are high priority alarms that are triggered when the capacity of the battery drops to below 10% rsoc. During this critical battery alarm, the battery depleted from 24% relative state of charge (rsoc) to 4% within 3 minutes. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the battery capacity suddenly dropped may be indicative of an estimation error. Log file analysis also revealed that there was a momentary disconnection involving the battery that was connected to power port two at the time of critical battery alarm, which may correspond to the reported "poor connection." As a result, the reported event was confirmed. The most likely root cause of the critical battery alarm can be attributed to an estimation error, which caused the battery's capacity to drop to below 10% rsoc, triggering a high priority alarm. The most likely root cause of the reported "poor connection" event can be attributed to a momentary disconnection between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2018-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 104 h6: FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the units passed visual inspection and functional testing. Analysis of (B)(4) log files revealed a critical battery alarm on (B)(6), 2018 at 23:56:26 hours. Critical battery alarms are high priority alarms that are triggered when the capacity of the battery drops to below 10% rsoc. During this critical battery alarm, the battery depleted from 24% relative state of charge (rsoc) to 4% within 3 minutes. Review of (B)(4) log files revealed three additional critical battery alarms logged on (B)(6), 2018 at 10:55:13, on (B)(6), 2018 at 18:34:18, and on (B)(6), 2018 at 16:55:01. The data point prior to each critical battery alarm revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarms, the battery dropped from 24% rsoc to 5% rsoc, 7% rsoc, and 9% rsoc, respectively. During each of these instances, the battery was not the active battery, yet still dropped capacity. Given that the battery capacity suddenly dropped may be indicative of an estimation error. Log file analysis also revealed that there was a momentary disconnection involving the battery that was connected to power port two at the time of critical battery alarm on (B)(6), 2018, which may correspond to the reported "poor connection." As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms can be attributed to an estimation error, which caused the battery's capacity to drop to below 10% rsoc, triggering a high priority alarm. The most likely root cause of the reported "poor connection" event can be attributed to a momentary disconnection between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4). D10: no h3: yes h4: mfg date: 2018-04-30 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 104 h6: FDA conclusion code(s): 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced critical battery alarms at a capacity of more than 10%. The battery remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.